Manufacturer narrative:
The evaluated lens was noted to have one broken haptic. However, haptic damage may have been caused during removal of the lens from the eye due to the torn capsular bag. The MFR's internal ref. #96l5727.

Event description:
Hospital reports capsule tore while lens was unfolding.